Event description:
It was reported that this lead is twisted near the device. The ICD was unable to be interrogated. The technician tried with two different programmers. It is noted a shock could have possibly destroyed the device. Should additional information become available this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the x-ray image returned for analysis. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned x-ray image has been analyzed. The image revealed that the lead was coiled around the device in a reel-syndrome fashion. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. Based on the information available for analysis, the definite root cause of the clinical observation was not determinable. For a root cause evaluation an analysis of the devices themselves would be required.